Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The product was evaluated. An external visual inspection was performed and failed due to sensor wire missing. The allegation was confirmed. The probable cause could not be determined no injury or medical intervention was reported.